Event description:
During a mobilization of a patient with a minstrel, the sling being used tore entirely. No injury was reported.

Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation. The submission of this report and related information does not necessarily reflect a conclusion by arjohuntleigh that the report or information is an acknowledgement that arjohuntleigh, arjohuntleigh employees or arjohuntleigh products caused or contributed to the reportable event.